Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated there was a green line across the display of the blood glucose monitor for approximately 8 days. No adverse event was reported. The alleged product was requested for evaluation.